Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that when reviewing the episode report for this subcutaneous implantable cardioverter defibrillator (s-ICD), there was a total of 168 treated episodes with only two shocks. Technical services (ts) was consulted to determine why the information was different. Upon review of the data, ts determined the cause of the erroneous untreated episodes since last follow up was related to a benign memory inconsistency at that counter location. Ts confirmed the s-ICD operation is normal and remaining unaffected. The device remains in service and no adverse effects were reported.